Event description:
The healthcare professional reported that during an endovascular embolization procedure two (2) coils, a 4mm x 7cm cerepak freeform (scr120407 / 31149189) and a 1.5mm x 3cm cerepak freeform mini (mcr091530 / 31136144) failed to detach. One coil delivery wire was badly bent upon removal. Only one coil was used with the detachment handle (mdh1 / 102109430). No alternative was attempted (i.e., manual detachment). There was no report of any negative patient impact. On 10-feb-2025, additional information was received. Per the information, the procedure was targeting the right internal carotid artery (ica). The coil delivery wire of the 4mm x 7cm cerepak freeform (scr120407) was badly bent on explant. The detachment handle (mdh1) was used with both coils; on the 4mm x 7cm cerepak freeform (scr120407), the detachment handle was used as well as the manual break. On the 1.5mm x 3cm cerepak freeform mini (mcr091530), the detachment handle was used once and then the coil was explanted; manual detachment attempt was not made with the 1.5mm x 3cm cerepak freeform mini (mcr091530). The information indicated that the lot number of the detachment handle was 102109430. The detachment handle is not available for return. The two coils were still on their respective delivery wire and were not stretched when they were removed. The microcatheter used was a 150cm x 5cm, 2 markers, j tip prowler select lpes (606s155jx / 30763315). The procedure was successfully completed with a 5mm x 15cm cerepak freeform (scr120515) and a 2.5mm x 5cm cerepak freeform (scr122505) with the same detachment handle. The information also confirmed there was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter email address was not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot: (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.